Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The pressure adjuster was found to be worn out, therefore it was replaced. The roller pump head was not working correctly in that the over-pressure values were out of range, therefore the cpu board was replaced and the device was calibrated. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed dissimilar complaints for this serialized device with the product code that was released to distribution. When the pressure adjuster is worn the device may not function as intended, therefore is a potential root cause for the reported failure. When the equipment is out of calibration the device may not function as intended, therefore is a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the 4580 fms duo+ pump/shaver combo -ns device was defective. During service and evaluation, it was determined that the over-pressure values were out of range. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.